Event description:
It was reported that the customer visited the emergency room with high blood glucose of 365 mg/dl. She was wearing the insulin pump at the time of the emergency room visit. The customer stated, she was not feeling well for a couple of days and her blood glucose level would not go down. She further stated, she tried to treat with boluses and had high ketones. The high blood glucose levels she was experiencing, in the 300 to 400 mg/dl range, began (B)(6) 2014. The customer stated she believed she was not receiving the amount of insulin she was supposed to and that the bolus delivery was not accurate and not performing correctly. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a cracked reservoir tube lip.